Event description:
During a transfemoral tavr procedure, the delivery system balloon burst during full inflation while deploying the valve. The valve was positioned well and deployed with only mild ai noted after deployment. Post dilation was not performed. No harm to the patient was reported. The patient's annulus measured 22mm by tte and 24mm x 28mm with an area of 523mm per CT. The native annulus, leaflet and aortic root were severely calcified. The balloon rupture was attributed to the severely calcified annulus (several bulky chunks of calcium).

Manufacturer narrative:
The product is expected to be returned for evaluation.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the returned catheter revealed a longitudinal tear on the balloon. No scratches were visible on the balloon. There were no abnormalities noted on the catheter. No functional testing could be performed due to the balloon tear. The balloon wall thickness was measured along the tear and was found to meet specifications. Transcatheter delivery balloon burst complaints have been previously investigated in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the root cause of the balloon burst appears to be related to severe calcification in the annulus, leaflets and aortic root. The complaint for balloon burst was confirmed but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds this month¿s control limits for this failure mode. Therefore, no corrective or preventative action is required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.